Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and the original guidewire returned with the catheter was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave 31 mm during procedure presented a guidewire stuck. Catheter was prepared and flushed according to guidelines. Physician started to ablate left superior pulmonary vein (lspv). While wanted to go to lspv, guidewire remained stuck in the catheter (not stuck with tissue). They removed the catheter and guidewire. They pulled out the guidewire (very difficult) and they replaced the guidewire (seemed to be ok out of the body to move it). Then in left inferior pulmonary vein (lipv), same issue, not possible to pull back the guidewire, stuck in the lumen of the catheter. Not possible to remove it out of the body so exchange of the guidewire and the catheter to complete the case. No patient complications occurred; the device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure presented a guidewire stuck. Catheter was prepared and flushed according to guidelines. Physician started to ablate left superior pulmonary vein (lspv). While wanted to go to lspv, guidewire remained stuck in the catheter (not stuck with tissue). They removed the catheter and guidewire. They pulled out the guidewire (very difficult) and they replaced the guidewire (seemed to be ok out of the body to move it). Then in left inferior pulmonary vein (lipv), same issue, not possible to pull back the guidewire, stuck in the lumen of the catheter. Not possible to remove it out of the body so exchange of the guidewire and the catheter to complete the case. No patient complications occurred; the device is expected to be returned.